Event description:
Table has controls that are not guarded as are other mfg's tables. Leaning against the control caused accidental tilt of the table sideways, almost dumping the patient onto the floor.